Event description:
Customer reported there was no alarm volume at the bedside, but was alarming at the centralstation. No pt involvement was reported. Svc rep replaced speaker and confirmed proper operation.